Event description:
It was reported that patient's right ventricular leadless pacemaker (rvlp) exhibited loss of capture. No changes or interventions were performed. There were no patient consequences.